Manufacturer narrative:
Further analysis was performed. The error was confirmed, the electrically erasable programmable read-only memory (eeprom) was replaced, the eeprom was corrupted. Corruption can occur if the battery is removed before the supercap is charged so the device suddenly shuts off while the eeprom is being written to. Conclusion: confirmed the reported event, the eeprom was corrupt.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case and output connector assembly were broken, five case screws were contaminated, fifteen stuck buttons were detected and fifteen stuck buttons were recovered (seen in error logs). (B)(4).

Event description:
It was reported an error code displayed. The device was returned for repair. No patient complications have been reported as a result of this event.